Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 460 mg/dl at the time of the event. Prior to the event, the insulin pump alarmed no delivery. When the infusion set was removed from the customer's body, the cannula was found to be bent. The customer reverted to manual injections to treat his diabetes, but still required hospitalization to treat his blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.